Event description:
It was reported that the patient had pain at the implant site after a clinic visit and after a remote monitoring transmission. The patient also noted that they had not been able to sleep the last four nights. The patient was admitted to the hospital and had "suspected pectoral muscle stimulation." The device remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.